Event description:
Procedure: transforaminal lumbar interbody fusion (tlif) levels implanted: l2-l3 it was reported that patient sought treatment in year 2010 for pain in his back. The patient underwent transforaminal lumbar interbody fusion (tlif) at levels l2-l3. The patient was implanted with rhbmp-2/acs. Post-op, patient alleged that his pain had increased. Patient continued to follow up with doctor due to his pain and was told that there was a buildup of scar tissue that needed to be removed.

Manufacturer narrative:
(B)(4). Neither the device nor applicable medical records or imaging studies were returned nor provided for evaluation.